Event description:
It was reported that part of the electrode was missing when customer removed the sensor from her body. Customer had received sensor error alarms during and just after initialization. Customer's blood glucose was 120 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.